Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, haptic was torn or broken. Additional information was received and stated, the lens was removed and replaced with a new lens on the same day and completed the procedure. In the surgeon opinion the plunger likely cut the haptic off while being pushed through the cartridge. There was no patient harm.